Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage, the neutral position of angulation levers out of the standard position, due to damage on wire holder, bending section could not bent in the down direction, forceps channel port corroded, control unit deformed, indication on up/down plate peeled, switch box deformed, drum cover unit damaged, guide pin of electrical connector corroded, sheet holder unit corroded due to water leakage, electrical connector dirty due to water leakage, due to a pinhole in the bending section rubber, water tightness lost ,due to a pinhole on bw-tube, water tightness lost, due to damage on ultrasonic probe, balloon could not be attached correctly, image guide bundle broke, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, acoustic lens damaged, due to a crack of distal end, distal end cover snag on it, light guide lens scratched, bending section adhesive discolored, due to deformation of bending tube, connection between bending section and connecting tube not secured, due to cut on braid of connecting tube, braids are sticking out from connecting tube, universal cord discolored, charged coupled device cable peeled, and due to damage on bw-tube, balloon channel cleaning brush cannot inserted smoothly, and due to damage on bw-tube, balloon channel cleaning brush could not inserted smoothly. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasonic bronchofibervideoscope, leaking and defective distal end were noticed. Upon inspection and testing of the customer returned device, the foreign material was found falling off from the scope channel and the scope objective lens was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "defect of the distal end" was was confirmed - however, it was not possible to presume a further cause. The suggested phenomenon of "foreign body in the channel mount unit" was presumed to have been due to a lack of cleaning. The instructions for use include the following which may have prevented the "foreign body" event: "all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.